Event description:
Discordant nonreactive (negative) immulite 2000 allergen test results were obtained on one pt sample. Repeat testing and a new sample draw showed consistent results. Pt suffered and was treated for anaphylactic shock (prior to surgery) after the administration of antibiotics. When tested on a different system, the results were reactive (positive).

Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the immulite 2000 instrument data. Analysis of the instrument data indicate that there were no issues found in the files and the cause for the false negative allergen test results is unk. The instrument is performing within specifications. No further eval of the device is required.